Event description:
During service by baxter, the infusion pump was found to contain an air-in-line printed circuit board that was out of specification. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
The customer initially reported an air-in-line false alarm. It was unknown when the event code occurred. Evaluation summary: the condition of air-in-line printed circuit board out-of-specification was confirmed during testing. The air-in-line printed circuit board was found to be defective and was replaced. The new air-in-line printed circuit board was calibrated and the pump was returned to the customer fully operational.